Event description:
The flow rate is too high.

Manufacturer narrative:
Evaluation summary: the info contained herein is based on the info provided by the initial rptr. No samples were available for eval and investigation at I-flow. The report stated that two pumps infused too fast, but no further info was available. The pumps were evaluated by a third party in another country, and it was reported that the "samples met requirements". The third party discarded the pumps. Retain samples from lot 644901 were evaluated and found to flow within spec. A review of the lot 644901 history found this to be the only complaint of fast flow for the lot reported. We reviewed our device history record, and all mfg operations were found to be within spec. Product complaint is not confirmed, based on the third party eval and the eval of the retain devices. If add'l info that is pertinent to this event becomes available, I-flow will submit a f/u report.